Event description:
(B)(6) 2014, it was reported that the patient's blood glucose level was elevated to 400-500 mg/dl. She changed her infusion device's accessories, but it did not correct the issue. The patient does not think her infusion device delivers an accurate amount of insulin. She switched to a different infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.